Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products - vanguard ps open box femoral #: 183122, lot #: 835010. Biomet cc cruciate tray #: 141232, lot #: j2545284. Biomet arcom patella #: 11-150826, lot #: 956920. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11031, 0001825034-2017-11032 and 0001825034-2017-11033. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing post-operative pain following knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.